Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake spring was damaged. The technician replaced the brake spring to repair the bed.